Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter did not blink when connected to the sensor. Customer's blood glucose level was 11 mmol/l. The sensor was missing the cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.